Event description:
Device issue: none. Adverse event: seizure requiring intervention. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010, the patient had an xact stent implanted in the left internal carotid artery. On (B) (6) 2010, the patient experienced two episodes of tonic clonic seizures in the ambulance and was given intravenous valium for sedation which stopped the seizure, but also made the patient unresponsive. Upon arrival to the hospital, the patient was intubated for mechanical ventilation. The patient has no prior history of seizures. The patient's condition is continuing and is attributed to psychoses and diagnosed with acute delirium, not a neurological event. The patient does not have any residual neurological deficits from this event. The patient was started on anti-seizure medication. The patient was extubated from the ventilator on (B) (6) 2010. The patient's confusion is attributed to hypoxic encephalopathy from low blood pressure. He remains confused secondary to psychosis. The patient was discharged at unspecified date. Though requested, no additional information is provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.